Event description:
A patient was admitted to the ed with chest pain. A dimension ctni result of 3.05 mg/ml was reported to the physician. An EKG did not show any abnormalities. An angiogram was performed. A vein was injured during the procedure and surgery was required to repair the vein. The hospital cordiologist reported that "the angiogram was performed to be on the safe side". The manufacturer's recommendations, included in the product literature for confirmation of myocardial infarction is to follow the world health organization guidelines which requires two of the following criteria to be present to confirm myocardial infarction: EKG changes consistent with infarction, temporal changes in cardiac marker levels and chest discomfort of significant duration (>20 minutes). The information described by the customer suggests these recommendations were not followed. No additional instrument and reagent data is available due to the length of time since the incident and the date reported to the call center.